Event description:
During a procedure, the crack was noted in the luer hub of the cypher. The event occurred during patient use. There was no patient adverse event reported.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.